Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they were having issues with calibration errors for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) on the ise-1 unit of their cobas 8000 ise module on (B)(6) 2018. As part of troubleshooting, the customer replaced the electrodes. Calibration was run and this passed. Controls were ok. The customer then tested patients and had to repeat 5-10 patient samples. The samples were repeated on the ise-2 unit of the same analyzer and the results were discrepant. The sodium results were differing up to 10 mmol/l. Of the mentioned samples, the customer provided data for one patient sample that had an erroneous sodium result. No erroneous results were reported outside of the laboratory. The complained sample initially resulted as 132 mmol/l and repeated as 140 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number was e66, with an expiration date of 01-dec-2018. Calibrations passed on 08-feb-2018, but the customer noticed that some calibration values were negative. The field service engineer determined that the ise-1 unit was not vacuuming out properly. He replaced the sipper probe and vacuum nozzle. He ran precision studies and these passed. He performed mechanical and operational checks. All checks passed.